Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the pancreas on (B)(6) 2018. According to the complainant, during the procedure, the working channel sleeve protruded from the spyscope ds after basket sweeps with a spybasket. Reportedly, no part of the spyscope ds device detached and there were no issues with the spybasket. The procedure was completed with another spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual assessment was performed. The catheter demonstrated signs of use. As received, the working channel sleeve protruded, confirming the complaint. A functional assessment for wcs protrusion was performed and wcs protrusion remained consistent when the knobs were turned in all directions. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The total wcs length was measured. The unbonded length was measured. The wcs was removed. Witness marks were noted on the pebax. The white and clear areas along bond a, as well as the proximal strands of the wcs braid remaining attached to the pebax, appear to show evidence of adhesion. The reported complaint of working channel sleeve material protrusion was confirmed. Based on the investigation results, the root cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Wcs protrusion in devices manufactured with post 01mar2018 changes has been determined to be a design issue. Therefore, the complaint investigation conclusion code selected for the wcs protrusion issue is design inadequate for purpose. A device history record (DHR) review was performed, and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the pancreas on (B)(6) 2018. According to the complainant, during the procedure, the working channel sleeve protruded from the spyscope ds after basket sweeps with a spybasket. Reportedly, no part of the spyscope ds device detached and there were no issues with the spybasket. The procedure was completed with another spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.